Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the pump not alerting him when it is empty. Customer stated that the pump can be empty and can deliver 4 units. The pump will deliver and not alert him. Customer's blood glucose level was 250 mg/dl. Customer stated that the cannula has been kinked and his pump never alerted no delivery. Customer performed a functional check and the pump did alarm no reservoir. Customer has never received empty/no reservoir alarms while he is using the pump. Customer was advised that the estimated units remaining in the status menu is just an estimate, so that it is possible that insulin could still deliver even if it shows a smaller amount than the bolus. Insulin pump will need to be replaced. No further assistance needed.